Manufacturer narrative:
All inventory was pulled and inspected. No other assemblies were found to be miswired. The manufacturing instructions were also checked and were found to be correct. No potential root cause has yet been identified for the miswired assembly. Note: this event was reported on behalf of the product code - jqc for the j2-21 m high capacity centrifuge, which is associated with the device in question.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the blower assembly on the j2-21 m high capacity centrifuge was ordered as a spare part and was found to be miswired by the field service engineer (fse). The miswiring energized the entire frame of the instrument, creating the potential for shock to the user. No injury was reported for this event.